Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h9047v expiration date: 12/2015 manufacturing date: 01/2010 (B)(4).

Event description:
It was reported that during a cholecystectomy procedure, both devices had the same problem: during application, clips remained open and fell into the patient`s abdomen. The case was carried out by using another device. There were no adverse patient consequences.